Event description:
Event description boston scientific, crm received information that this pacemaker reached its elective replacement indicator (eri) on 5/24/06. When the device was explanted on 8/23/06 it had reached end of life (eol) status. The physician felt the status change to eol was a bit more accelerated than expected. The previous check-up was done on 4/19/06 and the battery status gauge was described as one tick mark above eri. Atrial outputs were programmed to 3.0 volts at 0.5 ms and lead impedance was 460 ohms. Right ventricular outputs were programmed to 3.0 volts at 0.5 ms and lead impedance was 900 ohms. The device paced 100% in the atrium and ventricle. No adverse patient effects were reported. This device is part of the hermetic sealing second advisory population as described in the physician communication on january 21, 2006.